Event description:
It was reported that the patient visited the hospital due to hyperglycemia. The patient's blood glucose levels reached 400 mg/dl. The personal diabetes manager (pdm) reportedly failed to turn on intermittent and was unable to reset. The patient was treated with a manual insulin injection administered by the healthcare provider (hcp).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.